Event description:
The manufacturer received information alleging a ventilator's flow sensor cable was defective. There was no harm or injury reported. The manufacturer received the flow sensor and flow sensor cable for evaluation. During the evaluation at the manufacturer's service center, a failure of the flow sensor was confirmed. The flow sensor cable was found to operate as designed. The flow sensor will need replaced to address the issue.